Manufacturer narrative:
E.1. Characters limit is exceeded at facility name: (B)(6) hospital. H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
This is a complaint about crack formed in the catheter hub, causing blood to leak.

Manufacturer narrative:
The complaint of leakage from the catheter adapter was confirmed and the cause appeared to be manufacturing related. Three photographs and one 24g insyte autoguard IV catheter were returned for investigation. The sample exhibited evidence of use. A microscopic examination revealed a void in the catheter adapter, from which fluid was able to leak. The yellow material of the adapter was rounded inward at the breach, which appeared to be consistent with molding damage. The appropriate manufacturing personnel were notified of this complaint. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately.

Event description:
No new information.